Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis and identifying products information was not provided. Based on the information received, the cause of the reported incidents could not be conclusively determined.

Event description:
It was reported through a research article identifying abbott tendril leads that may be related to lead malfunction, including inappropriate noise with oversensing, insulation breach, failure to capture, or impedance issues. Specific patient information is unknown. According to the article, most of these patients with affected leads were asymptomatic and could be managed conservatively. Details are listed in the attached article, titled ¿inappropriate noise detection in tendril family pacing leads¿. Zhu dwx, chu mm, zager aj, et al. Inappropriate noise detection in tendril family pacing leads. J cardiovasc electrophysiol. 2019;1-8.https://doi.org/10.1111/jce.14194.